Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no patient involvement. No additional information is available.